Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that a tactile and microscopic inspection of the sutures was performed with no abnormalities. The foil was inspected with light assisted microscopy with no abnormalities. The visual inspection of the sample noted one suture and one needle. One needle was received with a broken needle tip. Upon microscopic inspection of the needle, instrument marks were observed at the break site of the needle body. As no sealed samples were returned, functional testing was precluded. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during CABG procedure sutures were breaking and one of the needles broke in half. There was no injury to the patient.